Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative on 2020-jan-01 regarding a patient receiving clonidine (dose and concentration unknown) via an implanted infusion pump. The indication for use was not specified. It was reported that it sounded as though the patient missed their refill date and had experienced possible withdrawal. The patient was apparently found unresponsive in their vomit and had been in the intensive care unit (ICU) since. The patient was transferred to hospice on (B)(6) 2019. The environmental, external, or patient factors that may have led or contributed to the issue were unknown and no diagnostics were performed. No actions were taken and the patient's status was alive - with injury. No surgical intervention had occurred and it was unknown if intervention was planned as a result of this event. The issue was unresolved at the time of report and no further complications were reported or anticipated.